Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin irritation and infection at abutment site and was treated with oral and topical antibiotics for a duration of 10 days (date not reported).